Event description:
During an initial implant of a ventricular (vlp) and atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that there were conductive telemetry issues on both the vlp and alp. This was attributed to electromagnetic interference (emi) sensed from the pacing catheter. The pacing catheter was moved away from the devices and conductively telemetry was established. The vlp and alp were implanted. The patient was stable throughout the procedure.